Manufacturer narrative:
Lumenis qa evaluation of the suspect device found to have a large area with an accumulation of dried material/burnt substance. Device had not been cleaned in accordance to product labeling. An MDR is being filed due to dirty tip in cooperation with pending mandate from the district office.

Event description:
It was reported that pinpoint burns were sustained after hair removal treatments with a lightsheer system. User facility later reported occurences were actually mild hyperpigmentation and not burns. Full recovery occurred with no medical intervention.